Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. No cultures of the system were taken or provided. The fse replaced the sodium measuring and reference electrodes and cleaned the flow cell and co2 port. Although several parts were replaced and this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 and 10/23/2010 for additional reportable events. This is one of 67 individual medwatch reports being submitted as the customer reported 66 individual pt results were affected.

Event description:
Customer reported that sixty-seven (67) erroneous sodium and chloride results were generated by the unicel dxc 800 synchron system. Quality controls were within specification prior to the event. The results were reported out of the lab. A floor nurse advised the lab of the erroneous results. The samples were retested on a back-up system which yielded results within expectation. Amended results were issued. It is not known if there were any changes to the pts' care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.